Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, >50% stenosed lesion in the superficial femoral artery (sfa). Access was gained up and over from the contralateral side through a 6fr 45cm sheath. An emboshield nav6 embolic protection system (eps) (with barewire) was advanced without resistance. The emboshield was successfully used and retrieved after a jetstream atherectomy was completed, however the barewire remained in place to complete the angioplasty with a non-abbott drug coated balloon. At the completion of the procedure, the barewire and non-abbott balloon were removed together without resistance or excessive force. Fluoroscopy was not used [the whole way]. Upon removal, the tip of the barewire guide wire (gw) was noted as separated and had to be retrieved from the anatomy with a snare device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician wonders if the .019 barewire step was pulled back against or into the .018 non-abbott balloon tip, and if this possibly caused the wire to separate. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. It was reported that fluoroscopy was not used the whole way. It should be noted that the emboshield nav 6 instruction for use (IFU) instructs: ¿under fluoroscopy, advance the retrieval catheter over the barewire filter delivery wire. Indicator bands are positioned 90 cm and 100 cm from the tip to assist the clinician in anticipating when the catheter tip will exit the distal end of the guide catheter / introducer sheath.¿ in this case, it could not be determined if failing to use fluoroscopy the whole-time during retrieval contributed to the difficulties. The investigation was unable to determine a cause for the reported material separation. Based on the reported information and evaluation of the returned device, it may be possible that barewire tip/step became caught within the distal end (tip) of the non-abbott balloon catheter, and as the barewire was being retracted, the barewire tip separated at the step as was observed on the returned unit; however, this could not be confirmed. It should be noted that the emboshield nav6 instruction for use (IFU) instructs to use fluoroscopy during the whole retrieval process. The unexpected medical intervention to retrieve the separated tip was due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 50% stenosed lesion in the superficial femoral artery (sfa). Access was gained up and over from the contralateral side through a 6fr 45cm sheath. An emboshield nav6 embolic protection system (eps) with barewire was advanced without resistance. The emboshield was successfully used and retrieved after a jetstream atherectomy was completed, however the barewire remained in place to complete the angioplasty with a non-abbott drug coated balloon. At the completion of the procedure, the barewire and non-abbott balloon were removed together without resistance or excessive force. Fluoroscopy was not used the entire procedure. Upon removal, the tip of the barewire guide wire (gw) was noted as separated and was retrieved from the anatomy with a snare device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier- failure to follow steps / instructions.